Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during priming in peritoneal dialysis therapy. The patient was not connected at the time of the alarm. The patient was able to clear the alarm and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.